Event description:
It was reported that the lead had varying impedance values. The lead was explanted and replaced. Another right ventricular lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing and outer tubing was kinked/buckled, th outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage. The distal segment of the 6932 model lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was fractured and distorted, several conductors were distorted, the distal conductor was stretched, there were several conductors with blood/body fluid (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and the lead was stretched.